Event description:
Complainant alleged that during an open heart surgery the pt (age & gender unknown) went into ventricular fibrillation and while attempting to defibrillate the device failed to discharge. Complaint indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.